Event description:
Pt was admitted to cath lab for stent placement. Vasoseal deployment attempted after cath procedure. Upon deployment physician met with increased resistance. When plunger removed, only half collagen stent remained. Other half left in pt in right groin. Remaining piece was surgically removed that day.